Event description:
It was reported while using bd nexiva dual port with q-syte leakage occurred from the port. There was no report of patient impact. The following information was provided by the initial reporter: to infuse chemo to a patient when they noticed that the cannula was leaking from the port. They then clamped the port and connected to the other port which worked fined, ruling out the issue of the giving set having a problem.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva dual port with q-syte leakage occurred from the port. There was no report of patient impact. The following information was provided by the initial reporter: to infuse chemo to a patient when they noticed that the cannula was leaking from the port. They then clamped the port and connected to the other port which worked fined, ruling out the issue of the giving set having a problem.